Manufacturer narrative:
The customer's address is (B)(6). Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) was damaged. The following information was provided by the initial reporter: "wbh emergency department has had several product failure events with the product below. The issue appears intermittent. Bd insyte autoguard winged20 ga x 1.16 in... There is a hole in the catheter about 1/3 of the way down the catheter. No patient harm and no product saved to date."